Event description:
It was reported that the patient experienced stimulation near the implantable pulse generator (ipg). The ipg was reprogrammed but stimulation persisted. No further patient complications have been reported as a result of this event. On 2022-02-16 it was further reported that the patient felt intermittent twitch when the output is programmed to 5v. It was concluded that the lead monitor triggers the twitching, measurement of the impedances every 3 hours. It was further reported that the lead monitor was reprogrammed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.